Event description:
A patient was undergoing right total hip arthroplasty. During the procedure, surgeon was using a hip stem inserter when a piece of the instrument broke off in the surgical site. The howmedica representative was notified. Instrument piece not retrieved. Procedure took an additional 90 minutes due to event. Post-operative course was unremarkable.